Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that the patient had not charged the ipg in over a year. A manufacturer representative confirmed the issue and the ipg was confirmed to be inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.